Event description:
It was reported that this patient was having pocket stimulation. The physician tried all other configurations and still had stimulation in the pocket. A possible lead isolation issue was discussed and were making sure other diagnostics were stable. The physician was planning on trying the other lv epicardial lead to see if that location is better. The plan is to connect the second epicardial lead to the current device in an outpatient setting soon. Pacing thresholds were performed in every available configuration without successful capture without pocket stimulation. Other than the pocket stimulation the patient experienced no other adverse events.